Event description:
Tech alleged that there was no power to the bed. No injured reported.

Manufacturer narrative:
Tech verified that the bed did not have manual functions. Tech checked the power control module and the fuses are fine. Tech replaced the power control module and the bed is repaired.